Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, the handle cannula detached. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of handle cannula detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula attached. Instead shaving were found inside the catheter due to the handle cannula's sharp edges functional evaluation found that this condition causes resistance when the device is actuated. Review and analysis of all available information indicated the most probable root cause for this event was supplier manufacture. There is an investigation in place to address this issue. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found no deviations.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure. According to the complainant, the handle cannula detached. There were no patient complications reported as a result of this event. This event has been deemed non-reportable based on the investigation results: handle cannula attached.